Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed communication error. The customer¿s blood glucose level was 86 mg/dl at the time of the incident. The customer rewound and changed the reservoir, but the alarm occurred again. Customer's blood glucose level rose to 336 mg/dl after an hour of having coffee. Customer did a bolus and it was down to 230 mg/dl at the time of call. The customer was assisted in performing a self test and it passed. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit passed the full functional test including the displacement test, rewind, prime/seating test, basic occlusion test and excessive no delivery test. Stop (idle) current measurement and run current measurement within specifications. Unit passed self test. No unexpected pump errors noted during testing. Unit received with scratched case and minor scratched lcd window. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.